Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage.

Event description:
On 04/25/2023, it was reported by a sales representative via sems that an ar-6475 arthroscopy pump roller assembly spinning excessively when the pressure is set to 40. 1.1 no error message on the screen, but the facility could not get the roller to stop spinning unless the pressure was set to 20. 1.2 this was during a case, however, the patient was not adversely affected. They finished the case successfully by keeping the pressure set to 20. This was discovered during a case with no patient effect.